Event description:
Pt admitted to hospital for removal and replacement of breast implants secondary to rupture of left silicone gel breast implant found on mammogram. Original breast implants were placed for cosmetic reasons. MFR of breast implants unknown.